Event description:
The suspect meter showed variation in test results when compared to the lab. The following test results were reported. In ratio, lab respectively: 1.2 (1st pt), 3.2; 1.0 (2nd pt), 2..5; 1.2 (2nd pt venous sample).a new strip lot was sent to the customer. Futher evaluation to be performed.